Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Issue description: a customer in the united kingdom notified biomérieux of potential misidentification of s.kloosii as staphylococcus aureus in association with vitek ms instrument (ref. (B)(4), (B)(6)). Customer initially called engineering to ask for fine tune then reported mis-ID. Customer has since reported ID of a staph aureus but other lab tests were not confirming this to be the case. It has since been identified as s.kloosii 99.9%. Customer also reported that the instrument is running slowly. Biomérieux global customer service confirmed that staphylococcus kloosii is present in the vitek ms kb v3.2. At the time of the global assessment, there is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. An investigation has been initiated.

Manufacturer narrative:
Context: a customer in the united kingdom notified biomérieux of potential misidentification of s.kloosii as staphylococcus aureus in association with vitek ms instrument (ref. (B)(4), serial number. (B)(6). Kb version : unknown; vitek ms gave staphylococccus aureus and stapylococcus kloosii for the same sample 2302188018; other method : unknown; expected ID: unknown; culture conditions : unknown; issue date: unknown; fine tuning date before the issue: unknown. Investigation: ** batch history record and complaint trend analysis** it was not possible to investigate on this case, so it was not possible to confirm the issue and to find the cause. Consequently, no CAPA is needed for this complaint. As it was not possible to investigate this case and to find the cause of this issue, the trend analysis cannot be done. Investigation results: local customer service has tried multiple attempts to contact the customer for having additional data but he did not replied. Consequently, based on the rules for closure of the procedure 026816 rev. 16.a, decision was made to close the investigation due to impossibility to investigate. Conclusion: root cause is unknown.